Manufacturer narrative:
H3, h6. The associated devices were returned and evaluated. A visual of the returned trigen meta tibial nail reveals the top portion of the device broke off. The broken piece was not returned. There are additional devices returned as well. The visual reveals 7 screws and a trigen long nose hex nail cap 20mm were returned and they all reveal signs of wear. The im nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. The clinical/medical evaluation concluded that based on the finding in the product evaluation it was concluded that ¿fatigue cracking¿¿ was the likely cause. This can be due to patient activity levels prior to full bone union or poor bone quality. The instructions for use does warn, ¿the correct surgical technique is essential to a successful outcome. Proper reduction of fractures and proper placement of implants are necessary to effectively treat patients using metallic surgical implants. The broken piece of the meta-nail tibial is comprised of ti 6ai 4v, a standard grade titanium-6 aluminum-4 vanadium alloy, an implantable material used in medical devices. However, it is unknown if the retained broken nail piece is secure. Therefore, we cannot rule out the potential for micro-motion and/or migration, pain, and local skin irritation from the retained broken nail piece. Of note, the nail was implanted approximately eight years prior to the revision. Since the health status of the patient is unknown, the patient impact beyond the retained nail piece and the non-significant delay cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for use for intramedullary nail system revealed that cracking or fracture of the implant components have been identified in possible adverse effects section. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According with material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, a revision surgery was performed on (B)(6)2023, for a meta-nail tibial 8.5mm x 29cm that was implanted on (B)(6)2015. During the revision, it was found the nail was broken at the distal position. The piece could not be retrieved and remains inside the patient. Patient's current health status is unknown.